Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer arrived and found the station in disconnect mode, not communicating. Logged into the support side and confirmed the cable was reported as disconnected. Tested with a known working port and established a connection. Notified the hospital that their port was misconfigured and required reconfiguration. After the hospital reconfigured the port, the station came back online successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, had gone into critical override mode, and the remote support service had shown as offline. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.